Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump received multiple power source alerts, and subsequently, could not be charged despite the attempted use of multiple cables and power sources. There was no reported impact to the customer's blood glucose (bg) level. Customer indicated that hcp would be contacted to obtain insulin injections for back up insulin therapy.